Event description:
A pt sustained a second degree burn (1 cm x 0.5 cm) on her left chest from the lightmat surgical illuminator connector. The light source was used during right axillary sentinel node removal.